Event description:
The customer reported the system intermittently displays a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and instructed customer's biomed tech to reseat the f9 fuse on the power distribution board. System is operating as intended. (B)(4).